Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) for the lot number 30033518l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch sf bi-directional navigation catheter wherein high temperature, a bent shaft, and coagulum events occurred. There were no patient consequences. During the procedure, the proximal shaft of the thermocool smart touch sf bi-directional navigation catheter, where the catheter exits the handle, was said to have become kinked. There was no resistance or difficulty maneuvering the thermocool smart touch sf bi-directional navigation catheter. No catheter wires were exposed and there were no lifted or sharp rings. Also, during ablation, maximum temperature warnings displayed on the smartablate generator. The smartablate generator stopped ablation immediately upon exceeding the temperature cut-off setting. These issues are not MDR reportable. It was also reported that when the thermocool smart touch sf bi-directional navigation catheter was removed from the patient, a small amount of ¿char¿ was observed on the tip. The thermocool smart touch sf bi-directional navigation catheter was replaced and the issue resolved. On (B)(6) 2018, additional information was received indicating the material on the catheter tip was ¿coagulum¿. The patient has not exhibited any neurological signs or symptoms since the procedure. The issue of "coagulum" is MDR reportable, as such the awareness date of this event is (B)(6) 2018.

Manufacturer narrative:
It was also reported that when the thermocool® smart touch® sf bi-directional navigation catheter was removed from the patient, a small amount of ¿char¿ was observed on the tip. The thermocool® smart touch® sf bi-directional navigation catheter was replaced and the issue resolved. On (B)(6)2018 , additional information was received indicating the material on the catheter tip was ¿coagulum¿. The patient has not exhibited any neurological signs or symptoms since the procedure. The issue of "coagulum" is MDR reportable. On (B)(6)2018 , the biosense webster's failure analysis lab (fal) received the catheter for evaluation. Initial visual analysis found a reddish-black foreign material on catheter tip and a kink at the shaft next to the handle. Beyond this, the condition of the device appeared in good condition. These findings are consistent with what was reported originally. The issue of the kink on the shaft near the handle remains not reportable. The black foreign material on the catheter tip is consistent with the thrombus/clot reported previously. Product evaluation details: the device evaluation has been completed. The device was inspected and a kink near the handle was observed also, reddish black foreign material the tip was found, this is related to the coagulum reported. Then, during the second visual inspection the foreign material was not observed, this could be related to the decontamination process. The device was visually inspected, and it was found in good conditions. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. The force sensor feature was tested and it was working properly; the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, a cool flow pump test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. Then, deflection test was performed and it was found within specifications, the catheter was deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was confirmed. The root cause of the shaft damage cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. The root cause of the coagulum observed could be related to the procedure. Manufacturer¿s ref #(B)(4).

Manufacturer narrative:
On 9/6/2018, additional information was received regarding this event. It was indicated by a biosense webster inc. (Bwi) representative that bubble errors were also encountered with the thermocool® smart touch® sf bi-directional navigation catheter and the bubble errors displayed on the smartablate pump. The bubble errors that occurred on the smartablate pump were a result of the physician holding the handle of the thermocool® smart touch® sf bi-directional navigation catheter at an almost perpendicular angle. This led to a ¿kink¿ (bent shaft) in the catheter that restricted the flow of irrigation fluid, which led to the temperature increase and back-pressure which led to the bubbles. The thermocool® smart touch® sf bi-directional navigation catheter was straightened, but the kink persisted. The bwi representative is not certain if troubleshooting of these issues included changing the tubing. When the thermocool® smart touch® sf bi-directional navigation catheter was exchanged, the temperature and bubble issues resolved and the coagulum was observed on the tip of the thermocool® smart touch® sf bi-directional navigation catheter. Additionally, concomitant bwi products should include a smartablate pump (catalog # m490008, serial # (B)(4)). Manufacturer's ref # (B)(4).

Manufacturer narrative:
On 8/21/2018, the product details for the concomitant device was provided. As such, field concomitant medical products has been updated from smartablate generator (model & serial # unknown) to smartablate generator (model # m490008 & serial # (B)(4)) manufacturer's ref # (B)(4).